Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) batteries did not pass the battery run time test. There was no patient involved.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the batteries due to short run time. The fse then performed all functional and safety tests, and the unit was returned to the customer and cleared for clinical use. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.